Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a healthcare professional. This case involves a (B)(6) female patient in whom it was suspected that there was a chemical peritonitis after receiving treatment with seprafilm. The patient's medical history, past drugs, concurrent conditions and concomitant medications were not reported. On (B)(6) 2015, the patient underwent caesarean section and seprafilm was used (number of sheets, anatomical location, batch/lot number and expiration date: unknown) to prevent post-operative adhesion. It was also reported that the patient ended up going to the emergency room (ER) and a surgical procedure was done to figure out what was wrong. On an unknown date in (B)(6) 2015, it was suspected that there was a chemical peritonitis from the seprafilm in the surgery site. Corrective treatment: not reported; outcome: not recovered; seriousness criterion: inpatient hospitalization or prolongation of existing hospitalization. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.